Event description:
It was reported that they were ¿trying to find out if the patient had multiple sclerosis (ms) or if the wires were the problem.¿ the reporter noted, the patent had numbness in her legs for some time for years but knew about the numbness before they did the implant in march. Since then, the patient had had more problems. It was noted, the patient had been stumbling and falling, and was having trouble with her bladder and bowels. The health care professional informed the patient that those were signs of ms. It was also noted that the patient had numbness in her breasts when she was assessed. The reporter noted that the patient was unsure if the numbness went away when the stimulation was turned off because, she left it on all the time. It was noted that the patient already had a computerized tomography (CT scan) and others tests done including a ¿milogram¿. It was noted that the patient was on fentanyl patches and loral tab pills. The reporter noted that the patient¿s ¿body made a lot of scar tissue¿ and was wondering if explanting could be dangerous since the leads had been in the body so long. It was further reported that the patient would be getting the device removed because, the patient was experiencing numbness and was having a hard time grasping things with the hands. It was also noted that the patient seemed to fall a lot. It was further reported that the patient and her neurologist had requested a device explant to evaluate possible ms with an MRI. It was noted that there was no suspicion that her symptoms were related to her spinal cord stimulation (scs). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377875 lot# v015564, implanted: 2007 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).